Event description:
Information was received from a consumer regarding a patient receiving dialudid, bupivacaine and clonidine via an implantable pump. The indication for use was spine/back and malignant pain. The patient reported they are having trouble with the handset for far too long since, last (B)(6) 2024. The patient stated they are always having trouble trying to get the handset to work and they dropped the handset and the screen is cracked. The handset takes long time to connect to deliver the bolus and they have to press the communicator on the skin to make contact to the implant and the connection is slow. The handset gets stuck at 45% and 91%. The patient gets 6 bolus a day. The patient further stated that the handset case has seen better days. The agent could not get the handset serial or version due to crack screen and reviewed clearing the clear data may help the handset function faster. The agent attempted to clear the data but the patient was unable to clear the data due to the crack screen. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the handset device and case.

Manufacturer narrative:
Continuation of d10: product ID: a820 lot# serial# unknown. Product type: software product ID: m977041a001 lot# serial# unknown. Product type: product ID: hh9020tdd lot# serial# (B)(6). Product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.